Event description:
The customer reported vent alarm for primary speaker failed. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed diagnostic error code logged "primary speaker failed" and code 5021 logged w/motor speaker failed. The remote service engineer (rse) reviewed manual suggested repair. The (rse) advised customer to ohm out the number one (1) speaker and replace as needed. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue.